Event description:
It was reported that a catheter issue was suspected due to increased dose without therapeutic effect. The patient experienced loss of intrathecal baclofen (itb) therapy as well as increased spasticity. The event or difficulty occurred approximately 2014 (B)(6). An occlusion of the catheter at an unknown location was suspected, but not confirmed. No diagnostic testing or troubleshooting was performed. The pump and catheters were explanted and replaced on 2014 (B)(6). There was no alleged issue with the pump and the reason for replacement of the pump was not provided. The pump was to be returned to the manufacturer; however, the catheters were discarded by the customer. The exact cause of the issue was undetermined and it was unknown if the issue was resolved. Following the replacement the patient was doing well and receiving therapy. The device system delivered lioresal 2000mcg/ml at 99mcg/day.

Manufacturer narrative:
Analysis of the pump, model # 8637-20, sn (B)(4), found no significant anomalies. A crease was observed in the pump tube near the outlet. Analysis of the proximal catheter, model # 8596sc, sn (B)(4), found an indent in the cup of the sutureless connector. The indent appeared to be completely offset to the lumen. The catheter met occlusion criteria. Analysis of the catheter, model # 8709sc, lot # h827408007, found no significant anomalies. The catheter was incomplete and returned in segments.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709sc, lot# h827408007, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).